Event description:
It was reported that the patient presented in clinic on (B)(6) 2022. The device was unable to be interrogated, exhibited no magnet response, and was not pacing due to premature battery depletion. The last transmission received from the device was from (B)(6) 2022. The physician elected to explant and replace the device. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported events of no pacing, inability to interrogate, no magnet response and premature discharge of battery were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2022. The device was unable to be interrogated, exhibited no magnet response, and was not pacing due to premature battery depletion. The last transmission received from the device was from (B)(6) 2022. The physician elected to explant and replace the device. The patient was discharged from the hospital after the procedure.